Manufacturer narrative:
Insulin pump received with vertical or horizontal white lines, missing segments or partial display due to cracked lcd glass. Unable to perform any testing due to missing segments or partial display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display was solid white. The customer¿s blood glucose level was 79 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.